Manufacturer narrative:
The device was not available for evaluation as it remains in the patient. This issue is consistent with final tightening not being done or excessive force being placed on the device. However, the exact cause of the reported issue could not be determined.

Event description:
It was reported that 2 locking caps came loose post-operatively spanning from l4-pelvis.